Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found during use with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "leveling not proper. It's comes out. In this case the adhesive which was used for the labeling (where the tube details are mentioned) was not adequate/sufficient, as a result the label is fixed rather its loosely attached with the tube." 2000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that label error was found during use with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "leveling not proper. It's comes out. In this case the adhesive which was used for the labeling (where the tube details are mentioned) was not adequate/sufficient, as a result the label is fixed rather its loosely attached with the tube." (B)(4) occurrences were reported.